Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level in the range of 300-529 mg/dl with an upset stomach and lethargy. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids. Customer was released from the ER on same day with issue resolved and no permanent damage. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.